Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the suture broke while suturing the fibroids. Another device was opened to complete the case. There was no patient injury.